Event description:
It was reported that a bug was found in the sealed bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: we found a bug in an sealed 30ml syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bug was found in the sealed bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "we found a bug in an sealed 30ml syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 03-oct-2022. H.6. Investigation summary: it was reported there was foreign matter in the syringe. To aid in the investigation, one sample in an opened packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed, first with the naked eye and then with a 30x microscope. There is a foreign matter at the plunger rod that is 1/4" long and 1/8" wide. It is a piece of a filter during the packaging line assembly process. This defect could occur if, after a repair or preventative maintenance, the loose particle ended up in the packaging blister or adhered to the plunger rod. No other defects or imperfections were observed. The three photos provided show the sample received. A device history record review was completed for provided material number 302832, lot number 2070242. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly and packaging processes were performed. The areas were clean with no residues of any particles or any kind of foreign matter. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.